Event description:
Add'l info rec'd from MFR 2/14/04: the reported malfunction was observed and attributed to a faulty insulated bi-polar transistor on the bridge board. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
Device shocked pt in v-fib four times, on the fourth shock the device made a popping sound. Device then failed to shock on the fifth attempt.